Manufacturer narrative:
Patient (B)(6). Event date is unknown since we do not know when the infection occurred. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on (B)(6) 2017 for treatment of a left proximal tibia fracture. Patient was originally implanted with one (1) 3.5mm variable angle (va) locking compression plate (lcp) proximal tibia plate and ten (10) variable angle locking screws. Post-operative, on an unknown date, patient presented with an infection. On (B)(6) 2017, surgeon removed all implants and revised the patient to a competitor¿s device. It was reported that no fragments were generated during implant removal. Surgeon performed a debridement procedure at the wound site. It was also reported that the surgeon found a tip of a pencil imbedded in the skin at the wound site. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This is report 7 of 11 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional classification code: hrs. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.